Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button stuck error anomaly and false low blood glucose alert. Customer stated that the insulin pump had crack in the casing from the top of the battery compartment and the way down to the bottom of the insulin pump. Customer stated that insulin pump had no delivery alarm and random calibration error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.